Event description:
Caller reported that the insulin gauge displayed a different amount than expected and an empty cartridge alarm was triggered. There was no adverse impact to the customer¿s blood glucose level. Customer service educated the caller on the reason for the alarm and assisted with reloading the cartridge. The caller completed the load process correctly and agreed to monitor the situation, with follow-ups planned if necessary.